Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On september 24, 2019, it was initially reported to gynesonics that a patient treated with the sonata system on (B)(6) 2018. During treatment she also underwent hysteroscopic myomectomy. On (B)(6) 2018 the patient was admitted to the hospital for emergency treatment for metrorrhagia gravis [uterine bleeding at irregular intervals, particularly between the expected menstrual periods]. The doctor performed operative hysteroscopy with fibroid resection. The patient was discharged on (B)(6) 2019.